Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR.: synergy ous, mr, 3.5 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found struts on the proximal end (rows 1,2 4 &5) lifted and pulled distally. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 15nov2016. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. Pre-dilation was performed with a 2.5mm balloon catheter, then a 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable however, returned device analysis revealed proximal stent damage.